Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported backup vvi mode was confirmed in the laboratory and was caused by excessive hv charging within a short time due to excessive noise. The root cause of the resets was found to be due to an anomaly within the high voltage circuitry.

Event description:
It was reported that the patient received inappropriate shocks. The device was found in a backup vvi mode. The device was explanted.